Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report a high blood glucose (bg) reading. The user reported that he received from his dario meter a high bg reading of 205 mg/dl. Due to the high reading, the user went to the hospital where his bg level was measured with the hospital's meter, which read within normal range.